Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had experienced low blood glucose. The customer¿s blood glucose level was 2.3 mmol/l. The customer¿s current blood glucose value was unknown. It was unknown whether the customer was using auto mode or not. Customer had reported the insulin pump had keypad anomaly. Customer stated that numbers were not ramping on their own. The scroll bar was not moving with no input. The block mode was inactive. No further complications were reported. The customer will discontinue to use the device.